Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump screen was severely scratched and that she could not read the display. The customer's blood glucose level was 186 mg/dl. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No unexpected missing segments/partial display noted during testing. Device functioning properly. Device received with minor scratched lcd window, cracked keypad at select button and cracked battery tube threads. (B)(4).